Manufacturer narrative:
The ventilator was investigated on site. According to filed service engineer, the equipment does not keep the peep, sediment on the membrane of the nebulization cassette. It has been used without a filter. The cassette is cleaned and membrane. The equipment is operational. Pass the tests successfully. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for low peep (positive end expiratory pressure). Patient involvement is unknown. Manufacturer's ref.#: (B)(4).